Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair turned right without command from the end user while they were sitting in nuetral.